Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogating the pulse generator, it was discovered that the atrial and right ventricular leads exhibited noise oversensing. The noise and pacing inhibition were observed during isometric testing in clinic. The patient was not symptomatic. Due to high amplitude of the noise signals, programming changes were not recommended. On (B)(6) 2019, the patient presented for a lead revision procedure. During the procedure, the physician noted that there was fluid inside the insulation of both leads. The leads were explanted and replaced successfully. The patient was discharged from the hospital post procedure. Related manufacturer reference number: 2017865-2019-14161.

Manufacturer narrative:
The reported events of noise oversensing and insulation abrasion were confirmed. Final analysis found the complete lead was returned in one piece measuring 58.3 cm. External insulation abrasion breaching outer insulation and exposing outer coil was noted at 10.4 cm to 10.6 cm from the connector pin. The external insulation abrasion found was consistent with friction with the device can. The cause of the noise oversensing was isolated to the external insulation abrasion.